Manufacturer narrative:
Additional manufacturing narrative: other text: the returned device was investigated and it was confirmed there was a short inside the power button. This resulted in the on/off button being activated when not physically pressed. Masimo initiated a recall for this issue and notified us FDA on 2/15/2024. The recall number is z-1538-2024. Initial reporter postal code exceeded the maximum allowable characters, postal code is as follows: (B)(6).

Event description:
The customer reported the rad-g power turns on and off by itself. There was no patient impact or consequence reported.

Event description:
The customer reported the rad-g power turns on and off by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: masimo submitted an initial MDR on 04/19/2024. In the report the device which is the subject of this record was listed as included in the recall submission z-1538-2024. Upon further review, the device is not part of the recall. H.7 was reported as recall; is other. H.9 listed z-1538-2024, there is now no action/reporting number for this device.